Event description:
The reporter stated that the end-user was trying out a demo, chair, while going up a ramp onto a deck in back of his house. The chair tipped backwards over the rear anti-tips causing the end-user to fall backwards. The end-user did seek medical attention and he did received a blood clot.

Manufacturer narrative:
The sales rep did a physical inspection of this chair and found that the pins for the short section of the anti-tips were not engaged which could cause the chair likely to tip back. The tips would push up over the tube shortening the anti-tips about 3 inches when these pins are not engaged. There was no product damage or malfunction.